Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and no damage was found. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure was determined to be a defective transmitter. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2025 the patient was experiencing vomiting at home. The pediatrics' parents took a blood glucose (bg) reading which was 387 mg/dl as the sensor was not showing continuous glucose monitor (cgm) readings due to the signal loss (the signal loss had lasted for more than 3 hours). The patient was taken to the hospital by 6:00 pm and was sent to the emergency room (ER) to be monitored for her condition. The patient was treated with zofran (anti-nausea medication) and insulin. The patient had not yet reached diabetic ketoacidosis but experienced high ketones at the time she was hospitalized for treatment. The patient was discharged from the hospital at 11:45 pm as she had recovered and no longer needed further observation. At the time of the report, the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.